Event description:
It was reported when the device was used during a low anterior resection, it appeared that no staples were deployed. On the first firing attempt, the device did not lock properly. On the second attempt, the device locked and fired as intended but did not deploy any staples. The case was completed using sutures. Consequently, the or time was increased by more than one hour.